Event description:
Litigation papers allege: patient has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experiences a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
**Update** 11/19/2012 - medical records were received from legal. The patient was revised on 10/31/2005 at which time depuy devices were implanted. It is unknown what was removed at this time. On (B)(6) 2010 the patient was revised to address dislocation with complete disassociation of the acetabular component and significant acetabular bone deficiency. It was noted that the patient fell, displacing the entire acetabular component. On (B)(6) 2010 the acetabular cup was noted to have slight verticality and it was elected to revise it. On 11/30/2010 the patient was revised again to address chronic dislocation. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: patient has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experiences a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. **update** (B)(4) 2012 - medical records were received from legal. The patient was revised on (B)(6) 2005 at which time depuy devices were implanted. It is unknown what was removed at this time. On (B)(6) 2010 the patient was revised to address dislocation with complete disassociation of the acetabular component and significant acetabular bone deficiency. It was noted that the patient fell, displacing the entire acetabular component. On (B)(6) 2010, the acetabular cup was noted to have slight verticality and it was elected to revise it. On (B)(6) 2010, the patient was revised again to address chronic dislocation.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 03/27/2017 - pfs and medical records received. Revision of (B)(6) 2005 remains unknown regarding products involved, but it is our functional index date. On (B)(6) 2010, revised again for dislocation from a fall, with complete displacement and disassociation of the acetabular construct and significant acetabular bone deficiency. Cup, metal liner and all screw fragments removed. A "complete fenestration of the medial wall of the acetabulum" was noted, requiring "seven hour graft reconstruction of the pelvis" to correct medial wall defect. Right hip revised on (B)(6) 2010, again for recurrent dislocations. Although hip appeared stable through examination under anesthesia, cup position warranted revision. Head was not revised. On (B)(6) 2010, revision for chronic dislocation requiring cup revision with a constraining ring. For additional right hip revision on (B)(6) 2014, and information regarding patient's left hip revision, see (B)(4).

Manufacturer narrative:
(B)(4).